Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr.(gold).pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It is reported that a customer experienced low blood glucose of 300 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer's mother states that her son's insulin pump is not bringing down the customer's blood glucose even thought the pump is delivering insulin. Their health care provider advised them to call the medtronic for a replacement insulin pump. The customer's insulin pump was replaced upon their request. No further information was provided.